Event description:
As part of a routine product investigation ((B)(4)), a programming error was discovered with the version 2.60 cardiochek pa meter when used in conjunction with creatinine lot f103. The programming error created a potential for an erroneous result display for any values less than 1.0 mg/dl. This assay of creatinine along with the cardiochek is the only assay that will report values less than 1.0 mg/dl. The lot was released in december and no complaints of this nature have been logged against this lot. The normal clinical ranges are 0.6-1.2 mg/dl for adult males and 0.5-1.1 mg/dl for adult females. An elevated creatinine level that is outside the normal reference range is an indication of kidney damage and/or reduced kidney function and would require immediate follow-up testing. The programming error only effects creatinine results less than 1.0 mg/dl and would not be associated with the above described clinical usages based on the effected range of less than 1.0 mg/dl. An erroneous recovery of creatinine in a result less than 1.0 mg/dl is a tolerable to manageable risk based on the degree of erroneous recovery and the frequency of occurrence if the erroneous recovery will still report the result as a value less than 1.0 mg/dl. If an erroneous result was to occur in a creatinine result less than 1.0 mg/dl, the severity would be estimated as a low risk if the erroneous recovery will still report the result as a value less than 1.0 mg/dl. The identified programming error only effects results less than 1.0 mg/dl and any erroneous result produced will report as a value less than 1.0 mg/dl. The frequency of the product erroneous recovery is estimated as low to occasional because the error will only occur in results less than 1.0 mg/dl. We have thus undertaken a field correction for this lot which has only been distributed to a very limited number of customers through two distributors in the USA.